Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received an alarm on the insulin pump, indicating a compromised force sensor system. The customer's blood glucose level was not known. The customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with prime alarm during basic occlusion test due to cracked endcap. The insulin pump was unable to perform prime test due to cracked end cap. The insulin pump received with minor scratched display window. The insulin pump received cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.